Event description:
It was reported that the customer was hospitalized for high blood glucose, including a reading of over 600 mg/dl before the call, and inability to urinate. The blood glucose reading was 480 mg/dl at the time of hospitalization. She complained of fatigue, dehydration, and confusion. The perceived caused of hospitalization was the customer not receiving enough insulin. She was treated with fluids by intravenous drip. She had discontinued use of the insulin pump about 4 hours prior. She stated that she had also taken 25 units of insulin via manual injection prior to admittance. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was observed. Several no delivery alarms were noted in the alarm history. Advised that the issue may have been caused by the insertion site due to her scar tissue and stretch marks. A bent cannula was found. Advised the customer to change entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-20962 medtronic, inc.